Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a robotic laparoscopic lower anterior resection on the rectum, the device, was unable to unload, but was able to fire the jaws of the device also locked on tissue, the device was unable to retract post firing. There was an unanticipated tissue loss as a result of the problem. The surgical time was extended by 30 minutes or more. The incision was extended by more than 1 inch or 2.54 cm. Because of the misfiring of stapler, the doctor had to do a colostomy. The rectum was resected using a manual stapler and the instrument was removed to complete the case. The patient was still in the hospital. Due to the issue the doctor had to perform a colostomy.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the adapter noted that the lock out slider block was damaged, and the non-welded tip housing was damaged. The articulation rod was bent. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Damage to the lockout slider block is consistent with a user attempting to fire a single use loading unit (sulu) when one is not fully attached. If the reload is not fully attached this can also cause the firing rod to be poorly engaged with the reload. When the block becomes jammed it can prevent the lockout cam block and sulu load link from returning to its resting state. The sulu load link connects to the "unload" button, in turn causing that to become stuck in place. Damage to unload button can be replicated through rough handling. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.